Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet damage and worsening mitral regurgitation (mr). It was reported that this was a mitraclip procedure to treat functional mr with a grade of 3. Three clips were implanted ; however, the mr increased to 4. On (B)(6) 2019, the patient was sent for mitral valve replacement surgery where it was noted that the valve was damaged due to grasping of the clip degenerative reasons. The valve could not be reconstructed due to the damage and was replaced. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the worsening mitral regurgitation (mr) and of tissue damage appear to be related to patient morphology/pathology and/or user technique/procedural conditions. The reported patient effects of worsening mr and mitral valve injury (tissue damage) are listed in the mitraclip ntr/xtr system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.